Event description:
It was reported the patient experienced a change in therapy effect. The patient had not been reaching efficacy for approximately one month. Caller confirmed they were able to aspirate 2 ccs from the catheter access port (cap) initially. Volume of catheter was 0.145mls. Hcp performed a dye study the previous week and determined the catheter was working fine. The pump was delivering bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).